Event description:
Customer didn't alleged pump error 53.

Manufacturer narrative:
The pump passed the displacement test, selftest, sleep current and active current measurement. Successfully downloaded history files and traces using thump. Pump error 53 alarm was recorded and found in the formatted history file on 01/08/2025 00:39:11.000 to 01/09/2025 15:33:22.000 softwareerror (53). Filenumber 709 linenumber 1299. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was not within spec range. However, no battery alerts with dates and times for event date. Pump was cut open to perform visual inspection and found¿internal battery connector not plugged in properly. After reconnecting internal battery connector, pump was monitored, and the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range after reconnecting internal battery connector. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no cosmetic damage found. Low battery was not observed during analysis and passed all required testing. Low battery alarm confirmed. Display anomaly-flashing mdt logo not confirmed. Pump error 53 confirmed. Power problem-battery loss confirmed due to internal battery connector not plugged in properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error, restart pump, displaying medtronic logo and alarm-a353-pump error 53. The customer reported no adverse event. The event involved product(s) mmt-1884.troubleshooting was performed. Customer reported receiving a pump alarm. Customer was not able to clear the alarm. Customer reported a flashing medtronic logo on the screen that was not a single flash. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1884 was requested and customer response was the device will be returned.